Event description:
Event was reported to caldera medical by an attorney. The patient has suffers severe bladder infection, bladder incontinence, pain during bowel movement and sexual incontinence. No further information has been provided.